Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extended bolus time duration selection altered multiple times to reflect incorrect time durations. Cause was unknown. The customer's blood glucose was 142 mg/dl. No additional patient or event information was available. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.